Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes #31030 and #281 found in the error logs were associated with a setup joint (suj) arm. The suj is a non-motorized mechanical arm which the surgical team moves to position and support a patient side manipulator (psm) or endoscopic camera manipulator (ecm). It transmits information to and from the manipulator and from its own joint positions to the rac. Errors in this communication at system start-up would induce the system error codes in this case. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The system was repaired by replacing the affected suj. The suj was returned to isi for failure analysis investigation. Engineering confirmed the customer reported complaint as they were able to duplicate the system error codes. As a result, the suj was repaired by replacing several harness cables. As of march 18, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si nephrectomy procedure, the site experienced a non recoverable system error fault # 31030. The site restarted the system several times; however, the system error fault continued. With the assistance of an isi technical support engineer (tse), the system error logs were reviewed and error codes #31030 and #281 were found. The tse had the surgical staff power down, emergency power-off (epo) the system, and reset the breaker on the patient side cart (psc) and core. The psc to ssc fiber cables were also swapped. The system generated fault appeared again at start up. The site epo'd the system and reset the breaker again, then restarted the system without success. The procedure had been underway for approximately 1 hour and 30 minutes when the surgeon discussed the surgical options with the family and ultimately converted the planned procedure to open surgical techniques. No patient harm was reported.